Event description:
On (B)(6) 2013, the patient underwent a trial procedure and effective stimulation was present post-op. The following day, the leads were pulled out by accident by the patient's wife when she placed the trail stimulator down.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.